Event description:
It was reported that the patient sustained unspecified injuries following the use of rhbmp-2/acs in an unspecified spinal fusion surgery. No additional information was reported.

Event description:
Reportedly, the patient has "many problems including pain, major nerve injuries, as well as a mental anguish that things will get worse."

Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented with the following pre-op diagnosis: l4-5 degenerative disk with chronic low back pain and underwent the following procedure: posterior l4-5 intertransverse fusion using rhbmp-2 and compression resistant matrix. L4-5 pedicle screw fixation. Interoperative fluoroscopy for placement of pedicle screws in which rhbmp2/acs was used.

Manufacturer narrative:
Implant date: 2006 and/or (B)(6) 2003 conflicting information has been received regarding implant date. The attorney alleged the implant date was 2006; the patient reported via voluntary medwatch report that the implant date was (B)(6) 2003. Neither the patient's medical records nor information from healthcare professional have been provided. Without additional information we are not able to determine or confirm the correct implant date at this time. (B)(4).